Event description:
Plaintiff's attorney reports patient underwent a posterior fossa craniotomy for exploration, biopsy, and removal of a posterior fossa brain tumor. The surgical staff encountered significant difficulties in controlling the bleeding, employing bipolar coagulating forceps energized by a codman malis bipolar coagulator as well as cottonoid packing agents, other hemostatic agents, and digital pressure. Severe intraoperative blood loss occurred requiring seven liters of blood and fluid replacement. Postoperatively, the pt was unresponsive to many external stimuli. On the second postoperative day, the surgeon expressed his concern over possible equipment performance deficiency regarding the malis cmc iii bipolar coagulator.